Manufacturer narrative:
The customer responded to follow-up attempts and intuitive surgical, inc. (Isi) obtained the patient demographics information.

Manufacturer narrative:
The tenaculum forceps instrument involved with this complaint has been returned and evaluated by the failure analysis team. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. A review of instrument logs was performed. Per the review, the device was not used on the reported event date of (B)(6) 2020. The instrument was last used on (B)(6)2020 on system (B)(4). The tenaculum forceps had 6 uses remaining after the last use. Based on the additional information obtained from failure analysis investigations, this complaint is classified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although there was no patient injury, if the failure were to recur, it could cause or contribute to an adverse event. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 4th usage and, therefore, had not expired.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the instrument had a broken cable. The procedure was completed with a back-up instrument and there was no reported injury.